Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Investigation of the available information indicated the observation of noise was consistent with air bubbles/air escaping the seal plug. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure of this pacemaker, the physician noted a hole on set screw. There was noise observed on the right ventricular channel. Medical adhesive was used to close the hole and the device was inserted into the pocket. The device remains in service. No adverse event were reported.